Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a touchscreen that was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the touchscreen was not responding correctly at the top, when trying to exit the touchscreen calibration page. The customer was finally able to exit the touchscreen calibration page but had to press way off target to get the device to respond. The rse advised the customer to replace the touchscreen. The customer was provided with part ID.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 02/06/2023, 02/15/2023 and 03/01/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.